Manufacturer narrative:
Additional information: sections a-2 patient age/date of birth, a-4 patient weight, and a-5 patient ethnicity and race: information cannot be provided due to personal data privacy legislation/policy. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted, therefore not explanted. Section e-1 reporter telephone number: (B)(6) - field only accepts the us phone number format. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported during implantation of the ar40e model intraocular lens (iol), a rupture at the edge of the iol was identified thus, preventing its implantation. The iol was partially inserted. The incision was enlarged however there were no other problems with the surgery. It was reported separate iol for withdrawal and spare iol was used to complete the procedure. Device directions for use were followed. Patient status post-procedure is unknown. No further information is available.